Event description:
Pt reports ER treatment due to low blood glucose.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.